Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having three defective scissors during a therapeutic urological procedure involving an olympus thunderbeat open extended jaw. One branch broke off. Although the procedure was delayed, there was no patient injury reported.